Event description:
Ous MDR - after an implantation time of about 3 months, shock impedance values >150 ohm were reported. All other lead values were unremarkable. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the visual inspection, cuts were noted in the insulation, which are probably a result of the operation procedure. The analysis did not show any deviations that could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.